Manufacturer narrative:
Films review summary: the exact cause of the reported proximal type I endoleak and aaa expansion could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review and comparison. CT¿s returned from 42 months post-implant revealed that the maximum diameter aaa measured ~63mm, with contrast was seen outside the stent graft from an unknown endoleak. The exact source and cause of the endoleak could not be determined. The bifurcate was positioned ~5mm below the lowest right renal artery, the neck diameter ranged from ~22 ¿ 25mm along the 15mm neck length, and the neck and top of the aaa sac were extensively calcified. Contrast was seen beginning at the top of the aaa sac outside the anterior of the bifurcate aortic body near the 2nd covered stent. While it is possible that the endoleak was from a proximal type I endoleak possibly caused by a marginal proximal neck potentially due to disease progression, the contrast was observed near a large area of aortic calcification, therefore a type iii fabric endoleak also cannot be ruled out. In addition, potential retrograde filling from a vessel entering the proximal aaa sac was also possible. Angiograms which may have included endoleak interrogation to help determine the source and rule out other potential endoleak sources were not provided; thereby, making determination of the endoleak challenging from the CT¿s provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that approximately 3.5 years post index procedure a follow up CT scan indicated a type ia endoleak with aneurysm expansion. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.